Event description:
It was reported that for the eight weeks prior to the report of the event, the patient was getting a lot of burning around where the implantable neurostimulator was located. The patient was going to go to his pain management physician in three days and wanted to have stimulation adjusted. It was noted that the patient had never met with the manufacturer representative. The patient reported that he would like to see if stimulation could go a little higher in his back to help his upper spine. The patient had programming for laying right, sitting, and standing, and for quite a while he has wanted to see if he could have other options. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).